Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited over-sensing of noise from an external electromagnetic interference (emi) source. This caused an inappropriate shock. The emi source was removed and no additional programming or surgical intervention was performed. The patient was stable throughout.